Event description:
Tubing pact beq-top-8800 was put on a patient at 2:30 am, on (B)(6) 2012. The oxygenator clotted off and needed to be changed on (B)(6) 2012. The patient was polycythemic but clinician wants oxygenator checked. Two return kits were sent for the return of the kit on (B)(6) 2012. To date no device has been returned for evaluation.

Manufacturer narrative:
The device was not returned for evaluation. (B)(4).